Event description:
Customer reported the on/off key is broken off in the receptacle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the key and switch. System operates as intended. This MDR is related to ge healthcare complaint number.